Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent was not returned to the complaint investigation site for analysis. No issues were noted with the tip sections of the device. An examination of the balloon found that the balloon was twisted/rotated around the shaft of the device and as a result was not refolded correctly. Due to the condition of the balloon fold it was not possible to inspect for stent crimp marks. The tip od was measured which was found to be within specification. A visual and microscopic examination found that the shaft polymer extrusion was kinked 110mm distal to the guidewire exchange port. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that the stent was dislodged inside the patient and 'normal procedure was done' to retrieved the dislodged stent from the patient.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified right coronary artery. A 3.00mm x 16mm promus element ¿ stent was advanced to the lesion but was unable to cross. It was then noticed that the stent's structure was deformed. There was no problem encountered while retrieving the device back inside the unspecified guide catheter. The procedure was completed with a 2.25mm x 16mm promus element ¿ stent. No patient complications were reported and patient's status was stable.